Manufacturer narrative:
During the review of all complaints associated with field action, it was identified that this complaint is related to (B)(4) implementation, this is a record of the action performed as part of the fsca/recall actions and not a complaint. This action is part of correction at customer site. Therefore this is not a reportable complaint.

Manufacturer narrative:
The device ro13023 has been inspected for investigation purposes. The tests performed confirmed that the articulated arm need to be replaced. The defective parts were replaced for repair purposes.

Event description:
The articulated arm required replacement.